Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had esc buttons harder in order to respond. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had minor scratches on screen and had to he in good light in order to read, diminished battery life, connection on battery did not connect as well as it used and rejected new batteries. The insulin pump will not be returned for analysis.